Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse),the cardiosave intra-aortic balloon pump (iabp) had horizontal lines on screen. There was no patient involvement.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, e1-(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10. Additional contact details: contact person: (B)(6). Occupation: (B)(6). It was reported that cardiosave intra-aortic balloon pump (iabp) had horizontal lines on screen during pm. There was no patient involvement and no patient harm reported. A getinge field service engineer (fse) verified the issue and replaced the display assembly. Tested system to factory specs. Reference pm doc for test results.